Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
On (B)(6) 2024, during preventive maintenance on the ge healthcare (gehc) innova igs 520 vascular system, the gehc field service engineer (fse) reported that the cardan joint of the monitor suspension was defective (among the 4 bolts composing the cardan joint, 1 bolt fell and 1 lost one of its retaining circlips), in (B)(6) hospital, located in (B)(6). No part fall and no injury have been reported. The investigation is ongoing.

Manufacturer narrative:
Ge healthcare has completed its investigation on the ge healthcare innova igs 520 system. A damaged component was identified within the cardan joint; however, the underlying cause of this defect could not be determined. Ge healthcare conducted a thorough review of all relevant design, assembly, and manufacturing parameters, as well as installation and maintenance records. All findings were within acceptable limits, and no anomalies were detected that could explain the component deterioration. The investigation concluded that no process-related root cause was identified and remains undetermined. The event has been classified as a product-isolated failure. The suspension at the customer site has been replaced with a new unit, installed in accordance with the installation manual. No further actions are planned by ge healthcare.